Manufacturer narrative:
The insulin pump was received with a bleeding lcd display, address/serial number label peeling, a cracked reservoir tube lip, a reservoir tube missing the o-ring, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and missing end cap sticker. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly.

Event description:
The customer reported via phone call that the seal is cracked and broken in half and won't hold the reservoir. Customer's blood glucose was 154 mg/dl at the time of the incident. Customer stated that the screen is discolored and she cannot read the time anymore. Customer stated that the cracks were on top of the reservoir compartment, right screen, and the sticker on the back. Customer feels like the damage was caused by wear and tear. Customer stated that she cannot read the battery indicator or sensor icon. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.